Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5115911.

Event description:
A voluntary medwatch report was received on 03/28/2023. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It has been reported that there was a difference in readings of 70-100% off. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No injury or medical intervention was reported.